Manufacturer narrative:
It was initially reported that the device was discarded and a sister sample was available. Received one used list # 140099290 and one new list # 140099290 for evaluation on 6/28/2019. As received, the sets were inspected and the filter vents appeared to be partially wetted out with prior infusate solution. The returned used list 140099290 set was hydrostatic pressure leak tested according to product specifications and a leak was observed from the outlet filter vent in both samples. Red dyed water was injected into the sets to identify the type of filter leak and a small, centralized leak of red dyed water was found in the outlet vents of both samples. The leaking filter vents were extracted from the filter housing and examined under the microscope and a pinhole in the center of the filter was identified in both samples. The reported complaint can be confirmed for both samples. The probable cause of the observed leak is a hole in the filter vent material. Subsequent testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build up is not known. The lot history was reviewed and there were no nonconformance¿s that would have contributed to the reported complaint.

Manufacturer narrative:
The device was discarded, however a sister sample is available for evaluation. It is yet to be received.

Event description:
The event involved a leak of unspecified chemotherapy around the filter component of a primary plumset 30 minutes into the infusion using a plum 360 pump. The device was replaced with no further problems encountered. There was patient involvement and a report of unprotected chemo exposure; however, no adverse event nor adverse operator consequences. The customer reported that the leak did not came into contact with the healthcare provider or patient, as it only dripped on the floor. A clean up was required per facility protocol. There was no hole, cut, tears or any defect noted on the tubing. It was also stated that the pressure setting was at factory settings psi.